Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty main board, printed circuit board failure, no image, dust inside the unit. A root cause could not be identified. Based on the results of the investigation, it is likely the unit took more than usual to booting due to faulty main board. Also, failure of printed circuit board resulted in no image. However, the cause for accumulation of dust inside the unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was having booting issues. The issue was identified during service and maintenance and there were no reports of patient involvement.